Event description:
Additional information received indicated the right ventricular (rv) was capped and a new rv lead was successfully implant on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
Additional information received indicated the patient presented in clinic due to multiple inappropriate shocks received due to over-sensed noise noted on the right ventricular (rv) lead. The patient reported symptom's of discomfort. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. No changes were made.